Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument attached to and released from the system without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Additional observations not reported by the site were also observed. The instrument was found to have a dislodged conductor wire. A segment of the conductor wire was sticking out from the grip routing on both sides. A loop of wire is sticking out such that the wire protrudes above the outer surface of the grip routing. The wire insulation was damaged as a result. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the grip routing as a result of the dislodged conductor wire. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The probable root cause for the damaged insulation of the instrument conductor wire found during failure analysis investigation is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the jaws of a force bipolar instrument would not close, and the surgeon had difficulty pulling it from the trocar. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative and obtained the following information: the customer pulled the force bipolar instrument through the trocar and swapped to a backup instrument. The customer did not need to remove the trocar along with the instrument and did not enlarge the port incisions. The force bipolar did not encounter any unclamping issues and was not stuck on tissue. The csr informed there may have been instrument damage when removing the instrument forcefully through the trocar, but there were no fallen fragments. The csr did not have information on whether the jaw was dislodged, or the grip tips were sticking out. There are no images available for review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument jaws would not close and the surgeon had difficulty pulling it from the trocar, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument's jaw could not close. It is unknown if the jaw was dislodged or the grip tips were sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.